Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead dislodged two days post implant. As well, the patient's right ventricular (rv) lead had diminished sensing two days post implant. Both leads were revised and remain in use. No patient complications have been reported as a result of this event.